Event description:
It was reported that a call from the hospital regarding a broken drill bit. A patient received surgery awhile ago. Sc was not present during the original surgery and "was not reported as an adverse event at the time." Patient wants to remove the drill bit. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on april 30, 2015 reporting that the drill bit fragment was removed from the patient. The date of removal surgery is unknown. This report is for one, unknown drill bit. This report is follow-up #1 of 1 for (B)(4).

Manufacturer narrative:
This report is for one unknown unk - drill bit/unknown lot number. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.